Manufacturer narrative:
This report is filed, june 8, 2016.

Event description:
Per the clinic, the patient experienced facial nerve stimulation resulting in non-use of the device. Subsequently the device was explanted on (B)(6) 2016; during the same surgery, the patient was re-implanted with another manufacturer's device.